Event description:
Inappropriate shock therapy was delivered on (B)(6) 2022 due to noise. The clinician will follow up with the patient. The lead currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.